Manufacturer narrative:
Evaluation summary: we confirmed the returned product and found the insertion flexible tube (ift) cut. In addition, we confirmed that the control body assy complete broken, the lcb distal cover glass broken, the distal body worn out, the lg prong top assy worn out. However, these are not related to the alleged complaint. Correction information: g6: follow-up #1. H4: device manufacture date corrected. H6: coding changed based on the investigation result: component code and type of investigation. Additional information: h2: type of follow up. H6: coding added based on the investigation result: investigation findings and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The devise was returned but not conducted the investigation yet, so that we will provide the result as the supplemental report later.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The ift is loosened and leaky.